Manufacturer narrative:
Per the instructions for use (IFU), lvot obstruction in patients who undergo transcatheter aortic valve replacement is a well recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (hyperkinetic left ventricle) caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the article 'impact of va ECMO on dynamic lv outflow obstruction after transcatheter aortic valve replacement', the patient underwent a left transfemoral tavr procedure with a 26mm sapien 3 valve, and the patient's blood pressure dropped severely. The patient developed hemodynamic collapse, and an emergency echo report showed a normal bioprosthetic valve position, with no pericardial effusion, but it did show a small lv chamber with obliteration, dynamic lvoto, and a low stroke volume. The patient was administered both norepinephrine and epinephrine, however, the patient remained hypotensive, ultimately progressing to bradycardia and arrest. Advanced cardiovascular life support was initiated, and the patient was intubated. The lucas device and further epinephrine boluses led to the return of spontaneous circulation. The patient became severely hypertensive followed by a second arrest. As reinitiation of advanced cardiovascular life support led to no response, the patient was placed on va ECMO, allowing subsequent decannulation on the table. An intra aortic balloon pump (iabp) was placed, and the patient was transferred to the cardiac intensive care unit. The patient's hemodynamic condition did not improve over the next 48 hours despite the iabp and pressors. Echocardiography (contrast) showed a hyperkinetic left ventricle. Once the iabp was put on standby to reassess the patient's hemodynamics, the blood pressure rose immediately. The iabp was removed, leading to a dramatic hemodynamic improvement and allowing the complete removal of the pharmacologic support and extubation. Twelve days later, the patient was downgraded to cardiology telemetry floors and eventually discharged to subacute rehabilitation.